Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [poor image] was not confirmed. According to henke: level 3 repair due to the deep distal damage and several scratches, dents and dings along the needle and body. Probably root cause for this failure is :due to customer use and or/ handling. The reported failure mode will be monitored for future reoccurrence. The manufacturing date is not known.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.